Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had elevated blood glucose levels over 300 mg/dl all day. Customer saw the school nurse and customer's blood glucose level was 258 mg/dl. Customer felt shaky and had contacted their health care professional. Customer has treated for their high blood glucose levels. Customer was advised to disconnect from the pump. Customer ran a manual prime and the insulin did exit. Customer's pump settings were correct. Customer had a bad battery, low battery, low reservoir, no delivery, and check settings alarm in the alarm history. Pump passed the high pressure test. It was explained that high blood glucose levels are often caused by site/set issues. Customer does not know if the cannula was bent or not. Insulin is clear and not expired. Replacement infusion sets will be sent. No additional information provided.